Event description:
It was reported that after the implant of this implantable cardioverter defibrillator (ICD), stimulation was not able to be performed, and pulse was not measured postoperative period. The device pocket was opened several times, the device was then removed, and the retaining bolt was checked. It was determined that connector was tight and deep. Subsequently the physician opted to not use this device, and the electrode was temporarily fixed in the wound, without the device. This device is expected to be returned for analysis. No additional patient adverse effects were reported.